Event description:
Same case as MDR ID# 2134265-2011-03994. It was reported that during preparation for a rotational atherectomy treatment procedure a guidewire fracture occurred. The advancer knob of a 1.25mm rotablator rotalink plus unit would not move, therefore this device was exchanged for another of the same. During platforming outside of the body, the second 1.25mm rotablator rotalink plus unit was noted to be making a "thumping" noise and the burr sheared off the tip of the 325cm rota guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).